Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed ventricular undersensing and subsequent biv pacing that was not capturing. The patient was asymptomatic, and is not pacemaker dependent. The patient doesn't need pacing. The patient was brought in to the office and there was no sensing. The rv lead was not capturing even at high output, and the lv capture threshold was high. Chest x-ray revealed leads were dislodged. It was discovered that the patient has twiddler¿s syndrome. The patient's ejection fraction improved, and no longer needs the device. The leads were removed successfully without re-implant. The patient was stable throughout the procedure and did not experience any adverse effects.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.